Event description:
The user facility reported that the hub separated from the dilator during a procedure. The following information was provided by the user facility: the dilator and guidewire were being removed from the patient at the same time; during removal the dilator ¿sheared off¿ near the hub of the device; a hemostat was used to grab the protruding dilator and remove it from the sheath; the procedure was completed successfully; and there was no reported impact to the patient.

Manufacturer narrative:
Results: is based upon evaluation of the returned sample and user facility information; is based upon testing of reserve samples. Conclusions: is based upon evaluation of the returned sample and user facility information; is based upon testing of reserve samples. The involved device was returned and evaluated. Examination confirmed that: the distal portion of the dilator had become completely separated; the dilator edges adjacent to the point of separation appear consistent with a brittle fracture; and intentional bending of dilator at various points along the remaining undamaged section did not produce any similar breakage. Thorough visual examination and physical testing of reserve samples from the reported lot, the previous lot and the subsequent lot confirmed there was no evidence of any abnormalities or defects and performance specifications were met. A review of the complaint files confirmed that this lot has not been reported previously. A review of the device history record confirmed that there were no production related problems for this lot number. The cause of the reported damage and separation of the dilator cannot be definitively determined based upon the available information. There is no indication of an increasing trend or relationship to a manufacturing process or material. The cause of the reported event cannot be definitively determined based upon the available information. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow-up. (B)(4).